Manufacturer narrative:
This report is submitted on february 24, 2022.

Event description:
Per the clinic, the patient experienced an infection near the implant site. Additional information has been requested but has not been made available as of the date of this report.